Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that tubing of an ojr414 optiflow junior 2 nasal cannula came loose and broke during use. There was no reported patient consequence.